Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Review of the returned packaging and product determined that the stem has punctured through the inner pouch and the blister. Device history record was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to damage during transit and a packaging design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the packaging of the femoral stem was found to be compromised upon opening. No adverse events have been reported as a result of the malfunction.